Event description:
It was reported that a battery had leaked into the battery holder. Investigation of the battery holder revealed corrosion to the middle coil.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a damaged battery holder on the mobile power unit (mpu) was able to be confirmed. The mpu (serial number: (B)(6) was returned for analysis and was evaluated. The mpu was not powered on due to the corrosion. The battery holder was replaced and the mpu started as intended. The mpu was connected to a mock loop and was able to operate a pump with no alarms active. The mpu functioned as intended following the repairs. The damaged battery holder was further inspected, and the middle coil was found to be corroded. No further testing was conducted. The root cause of the reported event was conclusively determined to be caused by a leak in the battery. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.